Event description:
The customer reported a coulter lh 500 hematology analyzer generated differential r flags, platelet (plt) voteouts, erratic mean platelet volume (mpv) recovery, and partial clog 2 (pc2) flags while processing control and/or samples. There were no erroneous numeric results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the red blood cell (rbc) bath assembly to resolve the plt and mpv issues. The fse found the stabilize volume dispense was inconsistent and found air trapped in the pump input line. The fse replaced the stabilize pump and adjusted the settings per established procedures; the pc2 errors were resolved. The r flag issue remained unresolved. (B)(6).